Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, fse was able to induce reported discrepancy. Fse then proceeded to replace universal surgical manipulator (usm2) per isi procedure and performed diagnostic test engineering workflow for usm2 replacement per isi procedure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm2 was analyzed and found in artemis, the 319 error was found indicating node 186 is not present (acc), confirming the fault occurred in the field. Upon visual inspection, the rolling loop was found to be wavy and misaligned and would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where the check all boards test was found to be failing on the acc. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer informed technical support engineer (tse) error 319 on universal surgical manipulator (usm2). Tse verified error in logs and walked customer through a hard power cycle and emergency power off of the patient side cart (psc). System powered back on an gave same 319 error. Customer opted to disable arm 2 and continue with system use. The procedure was completing as planned with no reported injury.